Event description:
It was reported that balloon pinhole occurred. A 6.0 x200, 135cm charger balloon catheter was advanced for dilatation. However, during inflation to nominal pressure, a hole was noticed in the balloon. The procedure was completed with a different device. No patient complications were reported. It was further reported that the 80% stenosed target lesion was located in the moderately calcified and mildly tortuous vessel.

Manufacturer narrative:
(B3) date of event: used (B)(6) 2020 as event date since it event date was not provided. Device evaluated by MFR.: a charger was returned for analysis. A red blood like substance was identified in the balloon which is indicative of a leak . The returned device was loaded onto a mandrel and attached to an encore inflation unit. Positive pressure was applied, and a pinhole leak was identified approximately 68 mm proximally from the distal markerband. A visual and microscopic examination of the balloon material identified no other issues. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified a kink at the distal end of strain relief. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Manufacturer narrative:
(B3) date of event: used (B)(6) 2020 as event date since it event date was not provided.

Event description:
It was reported that balloon pinhole occurred. A 6.0 x200, 135cm charger balloon catheter was advanced for dilatation. However, during inflation to nominal pressure, a hole was noticed in the balloon. The procedure was completed with a different device. No patient complications were reported. It was further reported that the 80% stenosed target lesion was located in the moderately calcified and mildly tortuous vessel.

Manufacturer narrative:
Date of event: used (B)(6) 2020 as event date since it event date was not provided.

Event description:
It was reported that balloon pinhole occurred. A 6.0 x200, 135cm charger balloon catheter was advanced for dilatation. However, during inflation to nominal pressure, a hole was noticed in the balloon. The procedure was completed with a different device. No patient complications were reported.